Event description:
A customer reported experiencing an error with their continuous glucose monitor, indicated as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, guiding the customer through the process. After completing the pump reset, the error did not reoccur, and the customer successfully started a new sensor session.